Event description:
The complainant reported a patient was implanted with an impella cp device for mechanical circulatory support. The patient attempted to get out of bed and the pump was pulled back into the aorta. The impella cp was explanted and replaced with a new impella cp. The patient survived the procedure.

Manufacturer narrative:
The investigation for the reported positioning issue has been completed. The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. However, clinical details provided were sufficient to determine a root cause. The root cause of the positioning issue was determined to be patient movement per the clinical details. This report is being filed as part of a retrospective review of historical records.